Event description:
It was reported that a patient had an initial left total hip arthroplasty. A third acetabular revision occurred approximately 10 years post-implantation due to acetabular loosening. During the revision, the surgeon found the previous abductor repair had failed. The shell was grossly loose with significant osteolytic deficiencies throughout the acetabulum. A new cup cage construct was implanted without complications while the initial stem remained intact and well-fixed.

Manufacturer narrative:
(B)(4). D10: cat# 00633406236, lot# 62516428; constrained liner with constraining ring use with trilogy and trabecular metal modular acetabular systems 36 mm i.d. For use with 62 mm o.d. Shell. Cat# 11-363660, lot# 791060, 36mm cocr mod hd -6mm. Cat# 66031994, lot# 77334348; palacos cement. G2: foreign - event occurred in canada. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.